Event description:
A 24 mm diameter x 14 mm diameter x 13.5 cm lengh aneurx bifurcated stent graft and its components were inserted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2002. The diameter of the proximal non-aneurysmal aortic neck was 20 mm, and the length from the proximal non-aneurysmal aortic neck to the distal non-aneurysmal iliac neck was 150 mm. The patient has a history of chronic obstructive pulmonary disease, coronary disease, and peripheral vascular disease. It was reported the physician attempted to balloon angioplasty a proximal leak post stent graft deployment with a 22mm angioplasty balloon. The angioplasty balloon was inflated and noted to be too low and partially in the flow divider, which was confirmed on angiogram. It was reported the proximal endoleak was resolved, however, there were extravasations around the flow divider, which appeared to be torn. A physician present at the case concluded the tear and leak in the flow divider were a result of the angioplasty balloon. The physician placed at 16mm diameter x 5.5cm length iliac cuffed and a 16mm diameter x 11.5 cm length iliac limb within the stent graft to create a new flow divider. It was reported the leak in the flow divider was resolved. Final angiogram demonstrated no endoleak and successful outcome with exclusion of the anauerysm. No additional clinical sequelae were reported, and the patient is reported to be fine.